Event description:
It was reported that (1) device was used during a right hemicolectomy. It was reported by the affiliate that the tct75 instrument was opened and was to be used for a side by side anastomosis. On the first firing, fresh out of the package, the instrument jammed. Another instrument was used to complete the case. There was no consequence to the pt.